Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the scope had foreign unidentified material lodged in working channel of scope after a procedure. The event occurred during reprocessing. There were no reports of patient involvement.